Event description:
It was reported that the surgeon complained that the drill was dull. The impactor handle broke. Red tip broke off. All being sent back. Trial poly and shim cracked. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. After review of the returned device, the reported condition of the attune conv fb ps tb trl sz4 [254500974. /bfa0hea] is confirmed. The surface of the device has cracked, also one of the springs has not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.